Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead was replaced. No further information is available.

Manufacturer narrative:
No medwatch form was received.